Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that diagnostic testing performed on a patient resulted in high lead impedance. The patient also presented with a seizure increase, below pre-vns baseline. A full revision surgery was performed in 2007. The treating medical professional has been unable to determine an exact cause for the high impedance.